Manufacturer narrative:
Pr 9434498 follow up for device evaluation it was reported there was a yellow tipped syringe. To aid in the investigation, three samples and one photo was provided for evaluation by our quality team. One sample came in a sealed packaging blister and two samples came in opened packaging blisters. A visual inspection was performed, and the luer lok area has lubricant from the molding press. The photo shows a syringe with discoloration at the luer lock. No other defects or imperfections were observed. This defect could occur if, after a repair or preventative maintenance of the molding press, cleaning was not effective inducing the foreign matter reported. A device history record review was completed for provided material number 309653, lot 3272897. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the molding process was performed, and the area was clean with no residues of lubricant observed. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 309653 lot#: 3272897 it was reported by the customer that yellow tipped syringe verbatim: yellow tipped syringe.

Event description:
Material#: 309653 lot#: 3272897. It was reported by the customer that yellow tipped syringe. Verbatim: yellow tipped syringe.

Manufacturer narrative:
Pr 9434498: initial MDR submission for device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported there was a yellow tipped syringe. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with discoloration at the luer lock. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3272897. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.